Event description:
Rptr had silicone breast implants put in in 1978. She had infection in the surgical area. She had calcium deposits in the right breast. A medical professional has confirmed silicone outside the breast scar tissue capsule. The implants ruptured. She had capsular contractions and 2-3 closed capsulotomies. She complained of low blood pressure, peripheral neuropathy, demyelinating neuropathy, carpal tunnel syndrome, brain lesions, anxiety and/or depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, dementia, balance disturbances/vertigo/dizziness, multiple sclerosis, atypical m-s, organic brain syndrome, reduced blood flow to brain, chest/rib cage pain and/or burning sensation, elevated cholesterol or triglicerides, glaucoma, chronic extremity pain, heat or cold sensitivity of extremities, frequent low grade fever, chronic diarrhea and/or constipation, irritable bowel syndrome, menstrual problems-early menopausal, ovarian problems, substantial hair loss not connected with medications, frequent migraines/severe headaches and pressure, hypersensitivity or allergies to chemicals, molds, dust or pollen, insect bites or stings, unusual chronic throat infections, bronchitis, colds, flu, connective tissue disease, atypical lupus, joint inflammation, swelling, pain/arthralgia, rheumatoid arthritis, persistent joint stiffness, chronic unexplained muscle spasms, muscle pain & burning, muscle atrophy, fibromyalgia, unexplained rashes, sun sensitivity, unexplained severe itching, non-restorative sleep, long-term extreme fatigue, granulomas or siliconomas, clumsiness/drops things, misjudges distance/runs into objects, and sicca. (*)